Manufacturer narrative:
(B)(4). Initial report. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: unknown cup, catalog #: unknown, lot #:unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00206. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty. Subsequently, the patient experienced excruciating pain and attended a&e where diagnosed with a backers cyst. The symptoms continued and worsened and the patient re-attended a&e where x-rays determined the liner had fractured subsequently, a revision due to implant fracture was performed. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. D11: medical product: unknown cup component, catalog #: unknown, lot #: unknown medical product: unknown head component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00206-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right hip "arthroplasty". Subsequently, the patient experienced excruciating pain and attended a&e where diagnosed with a backers cyst. The symptoms continued and worsened and the patient re-attended a&e where x-rays determined the liner had fractured. Subsequently, a revision due to implant fracture was performed. This report is based on allegations set forth in patients notice and the allegations there in are unverified.